Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) underwent a pocket revision due to painful pocket since implant. The device was just under the skin and the bra strap caused a lesion. An antibacterial pouch was use. The device remains in service. No additional adverse patient effects were reported.